Event description:
The event involved a plum 360 where it was reported the device had inaccurate delivery. The problem was discovered upon infusion at a rate of 11km/hr with a volume of 500 ml. The customer stated the patient was admitted for chemotherapy on (B)(6) 2024. Chemotherapy was started at 1:00 am and was supposed to finish on (B)(6) 2024 at 1:00 am. The medicine did not complete until 5:30 am. The machine log was checked in biomed setting, and it showed that the machine started operation in (B)(6) 2023 at 12:51 am and stopped in (B)(6) 2024 at 04:44 am. The machine stopped 4 times during same operation period with the alarm message ¿n186 distal occlusion.¿ it was stated that there was no physical force or impact to the pump, and nothing was spilled on the pump. No difficulty in programming or initiation of infusion was reported. The pump was isolated after the event. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Manufacturer narrative:
The complaint ¿the delivery of the machine not accurate¿ was evaluated. The device was in good general condition. The alarm/device logs were downloaded and reviewed. A full log analysis is attached to service request. Summary of log analysis: the nurse started and stopped the infusion multiple times and programmed various rates (higher than 11ml/hr.) To infuse 500ml from the bag. Based upon a review of the logs, engineering concluded that the device ran as expected and did not over deliver. Zero occlusion alarms occurred during delivery testing. The device completed a performance verification test (pvt) without issue, with all tests passing within specification. The customer¿s protocol was programed and successfully completed. The device delivered 500ml without any distal occlusion alarms. There was no fault found with the device. The probable cause was deemed to be user error. Device returned to manufacturer on 2/26/2024.